Manufacturer narrative:
(B)(4). Approximate age of device - 6 months, 19 days. Device evaluation: although no device related issues were reported, the evaluation of pump found depositions in the inlet elbow and on the distal end of the rotor. Examination of the blood-contacting surfaces found a thin layer of biological lining adhered to the blood-contacting surface of the inlet elbow, which appeared consistent with poor surface washing resulting from an interruption in flow. In addition, a non-laminated deposition was noted around the distal end of the rotor. The lack of laminated layering and structure indicates that the deposition formed acutely and did not likely contribute to any functional issues. Additionally, no contact marks were observed at the distal end of the rotor, further indicating that the deposition was not present for a prolonged period of time while the lvad was supporting the patient. However, the root cause for the development of the depositions could not conclusively be determined through this evaluation. Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufactured is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient underwent a routine heart transplant. Evaluation of the returned pump found a thin layer of biological lining adhered to the blood-contacting surface of the inlet elbow. In addition, a non-laminated deposition was noted around the distal end of the rotor. There were no denaturation and contact marks observed on the rotor.